Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy.